Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azathioprine (imuran) since 2017, bupropion (wellbutrin), diclofenac sodium since 2017, estrogen nos since 2017, hydroxyzine since 2017, ibuprofen (motrin) since 2015, lithium in 2017, nabumetone since 2017, naproxen sodium (aleve caplet) since 2015, paracetamol (tylenol) since 2015, prednisone since november 2016, risperidone in 2017, testosterone (testosteron) since 2017 and tramadol since 2017. In january 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), polyarteritis nodosa ("polyarteritis nodosa"), rash ("rashes or skin conditions"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), amnesia ("memory loss"), chest pain ("chest pain"), pain in extremity ("left leg and right leg pain"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, polyarteritis nodosa, rash, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, amnesia, chest pain, pain in extremity, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain in extremity, pelvic pain, polyarteritis nodosa, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-aug-2018: pfs received: new events: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, depression, autoimmune disorder type of disorder polyarteritis nodosa, rashes or skin conditions, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, memory loss, chest pain, left leg and right leg pain, lower back pain, hip pain and concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 45-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 1, abortion, uterine fibroid, postpartum state, breast feeding, depression and forceps delivery. Concurrent conditions included morbid obesity. Concomitant products included azathioprine (imuran) since 2017, bupropion hydrochloride (wellbutrin), diclofenac sodium since 2017, estrogen nos since 2017, hydroxyzine since 2017, ibuprofen (motrin) since 2015, lithium in 2017, nabumetone since 2017, naproxen sodium (aleve caplet) since 2015, paracetamol (tylenol) since 2015, prednisone since (B)(6) 2016, risperidone in 2017, testosterone (testosterone) since 2017 and tramadol since 2017. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), polyarteritis nodosa ("polyarteritis nodosa"), rash ("rashes or skin conditions"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), amnesia ("memory loss"), chest pain ("chest pain"), pain in extremity ("left leg and right leg pain"), back pain ("lower back pain") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, hypersensitivity, depression, polyarteritis nodosa, rash, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, amnesia, chest pain, pain in extremity, back pain and arthralgia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pain in extremity, pelvic pain, polyarteritis nodosa, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 186 lbs. Trailing coils: r-2,l-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, cramps, heavy bleeding, weight gain. Most recent follow-up information incorporated above includes: on 26-nov-2018: medical record received: lot number added. Medical history added. Reporter added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.